Manufacturer narrative:
(B)(4). This event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results, with two different compact plus meters, within 10 minutes: 25 mmol/l (system 1) and 8.0 mmol/l (system 2). No adverse event reported. The customer was using different test strip drums for each meter. Return of the suspect device was requested for evaluation.